Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the site was hurting and bleeding. Customer's blood glucose was 400 mg/dl. Customer was hospitalized for high blood glucose. Customer was wearing the device at time of the hospitalization. Customer was unable to troubleshoot at time of the call. Customer will not be returning the device for analysis.